Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became damaged resulting in intermittent issues with charging the pump battery. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump successfully charged using an alternate usb cable.